Manufacturer narrative:
Citation: veulemans v, et al. Short- and mid-term outcomes in patients deemed inoperable undergoing transapical and transfemoral tavr with an sts-prom below four percent. J clin med. 2021 jul 5;10(13):2993. Doi: 10.3390/jcm10132993. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the outcomes in patients deemed inoperable who underwent either transapical access (ta) or transfemoral access (tf) transcatheter aortic valve replacement (tavr). All data was retrospectively collected and analyzed from a single between 2014 and december 2019. One-to-one propensity score matching created a study population of 100 patients (tf tavr = 50, ta tavr = 50). Of the 50 tf tavr patients (predominantly male, mean age 75.7 years), 26 received an edwards sapien 3 valve and 24 were implanted with a medtronic evolut r or evolut pro valve. No unique device identifier numbers were provided. Among all 50 tf tavr patients, the one-year all-cause and cardiovascular mortality rates were 10.0% and 6.0%, respectively. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 50 tf tavr patients, adverse events included: stroke; transient ischemic attack; disabling bleeding; major bleeding; major vascular complications; sepsis; unspecified heart rhythm disturbance; new left bundle branch block, right bundle branch block, or a trioventricular block; need for permanent pacemaker implantation; and moderate to severe paravalvular leak. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.